Event description:
It was reported from the teleflex sales rep "purge failure alarms. Ap cal data notread by fos system alert issued during iabp troubleshooting. Disconnected and reconnected driveline to ensure prongs were fully inserted. Confirmed the helium tank was turned on. Purge failure alarms persisted. The phone was passed to the physician, upon which it was asked if the pump had a trigger, to which he responded there was not. Walked ccl staff through plugging the ap cable into the pump and connecting to transducer setup and central lumen. Ap cal data not read by fos system alert issued and dismissed. Ap waveform intermittent and dampened. Central lumen aspirated and flushed with no change to ap waveform. While another staff member attached ECG leads to the patient, trigger loss alert issued. Iabp therapy started once all ECG leads attached. Iabp in autopilot, 1:1, in ECG trigger. I asked the physician to pause the pump- no ap waveform present. Upon assessment,patient had lost a pulse. CPR initiated for pea arrest". Discovered patient had pea arrested several times prior to calling". The patient's current condition is reported as deceased. The user states that the iab pump console was not attributed to the patient's death.

Manufacturer narrative:
(B)(4)